Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced inflation issues. A revision surgery was performed and a kink was noted in the tubing that connected the reservoir to the pump. The existing reservoir was removed and replaced with a new one. It was noted that the ipp is currently working as expected. No additional patient complications were reported.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced inflation issues. A revision surgery was performed, a kink was noted in the tubing that connected the reservoir to the pump. The existing reservoir was removed and replaced with a new one. It was said that the ipp is currently working as expected. No additional patient complications were reported.

Manufacturer narrative:
The reservoir lot number was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Updated fields: b7: other relevant history. D4: model number. D4: catalog number. D4: expiration date. D4: unique identifier (UDI).